Event description:
It was reported that the device exhibited backup mode in the box. No patient was involved.

Manufacturer narrative:
The reported field event of backup operation was confirmed in the laboratory due to review of device image. The device was tested on the bench, and no anomalies were found.